Manufacturer narrative:
E1:name: medtronic minimed, street:18000 devonshire street, city: northridge, state: ca, zip code: 91325, country: USA. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent causing hospitalized due to hyperglycemia was treated with insulin administration via pen on (B)(6) 2026.